Event description:
Reference number (B)(4) event occurred in italy. It was reported that the infusion set tape was not sticking due to glue not adhering on (B)(6) 2026. No further information available.